Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm, carriage block assembly, rear case, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, latch module, top disk holder, and mylar gasket. Performed calibration. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 22 jun 2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to a bent tube drive of the carriage assembly. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iuis, 1604765 for rear case, fi-2017-0015 for gripper.

Event description:
The customer reported the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device has been received, the investigation is pending completion.

Event description:
The customer reported the device failed preventive maintenance. There was no patient involvement.